Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID d314drg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2012, 4076 implantable pacing lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that there was t-wave oversensing (twos) and the device appropriately withheld therapy with the twos algorithm. It was also reported the patient received a shock while running. The clinic will continue to monitor the patient and determine if there is an underlyng cause for twos. The device was reprogrammed and the lead remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing.

Event description:
It was reported that there was t-wave oversensing (twos) and the device appropriately withheld therapy with the twos algorithm. The clinic will continue to monitor the patient and determine if there is an underlyng cause for twos. The device was reprogrammed and the lead remains in use. The patient was enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported t-wave oversensing (twos) occurred. The device was reprogrammed and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.